Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor treatment. It was reported that they were dealing with uti's constantly and would be on antibiotics and 2 weeks later would get another uti. They used to push the urine out with their previous ins. Agent asked if patient had any falls or trauma and patient stated no. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the hcp stating that they did not know what it means by "they used to push the urine out". It was unknown whether the device or therapy caused or contributed to the uti. The hcp confirmed that the symptoms the device was intended to treat were urge incontinence and urgency frequency. It was unknown to them whether the patient had utis prior to implant as they were not their patient. The uti was not related to the patient's underlying condition. It was unknown whether the uti was resolved. The patient sought care elsewhere to resolve their uti.